Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A dimensional test was performed, the inner cannula was inserted inside the outer cannula, it was observed the distal end of the inner cannula protruded. No reported event was observed in the received sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the devices' inner cannulas extend too far past the end of the tracheostomy tube which induced discomfort (caused painful and scratchy feeling) as well as increased bleeding (did not exceed 500cc) and drainage. It was indicated that recannulation/decannulation was necessary.